Event description:
During emergent right craniectomy at the point when the cranial bone was being placed in the bioseal bag prior to placement in the freezer as the cranial bone was being placed into the self seal bag, the lower factory sealed portion of the bag failed and cranial bone fell from the bag onto the sterile field and fell to the floor. Cranial bone was sent to pathology and will be retained.